Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to locking compression plate (lcp) adaptation plate on the ulna broke. The locking compression plate (lcp) adaptation plate was explanted. It is unknown if there was a surgical delay. The patient status and procedure outcome were unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.7mm lcp(tm) adaption plate 12 holes/97mm. This is report 1 of 1 for (B)(4).